Manufacturer narrative:
Serial number not provided. Phone number not provided. The customer did not retain the product and was not available for evaluation.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported wounds in the scalp area of newborns after the insertion of fetal monitor scalp electrodes during labor.